Manufacturer narrative:
Analysis confirmed customer comment as the output connector assembly was broken. It was also noted that the hanger assembly was cracked. A capacitor on main printed circuit board (pcb) was broken. The keypad was scratched. The encoder assembly and knobs were contaminated. The lower case was cracked. The display wire insulation was pinched but wire insulation was not compromised. The display flex tape was pinched but not compromised. All found defective parts were replaced and all other identified issues were resolved and the device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during inspection of the external pulse generator, the atrial ventricular connectors were found to be damaged. The device is expected to be returned for service and repair. There was no patient involvement.